Event description:
According to the available information, the patient is concerned about the implant ¿accordioning¿ in the flaccid state. When fully inflated, the device has sufficient length and girth, but when deflated, it shrinks in length and buckles/puckers. In addition, he noticed a bulge at the base of the implant when inflated, where it is wider than the rest of the device. This has been ¿getting worse over the course of a year¿.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.